Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer stated that he is having issues with his pump. The customer stated that his pump is not delivering insulin properly. The customer stated that this is his third pump with the same problem. The customer also stated that there is no alarm on the pump display. The customer stated that he was admitted to the hospital for unexplained high blood glucose readings. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.